Manufacturer narrative:
12/09/2021: the consumer accepted a replacement and will not be returning the device to the manufacturer for an investigation.

Event description:
(B)(6) 2021: the consumer claims the remote and plug on the product got extremelty hot. The consumer did not receive injuries and accepted a replacement.